Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2012-00011 to correct the dates initially reported.

Event description:
A participant in a needle exchange program reported that an insulin syringe needle "snapped off" while she was attempting to inject herself. Follow-up communication with personnel at the needle exchange facility confirmed: the user was a layperson that was injecting illicit drugs; after the needle reportedly 'snapped off,' the user then went to the emergency department where she was told the needle would not be removed; as of this time, there has been no medical confirmation that the needle is, or ever was, located in the users arm; and additional event specific information regarding the reported event and the users treatment for the incident has been requested on several occasions, but no further information has been provided.

Manufacturer narrative:
The dates were initially reported as (B)(6) 2012 due to an inadvertent input error. However, the correct date is (B)(6) 2012. Please note that the initial manufacturer's medwatch was filed within 30 calendar days of the date that the first manufacturer associate became aware of information that meets the MDR reporting criteria.

Manufacturer narrative:
Results = are based upon user information and pictures of the involved sample; is based upon testing of reserve samples conclusions - is based upon user information and pictures of the involved sample; is based upon testing of reserve samples neither specific information regarding the conditions under which the reported problem occurred nor the involved device is available for evaluation due to the infectious disease status of the user. Evaluation of pictures of the involved device could only confirm the absence of the cannula. Evaluation of samples from the reported lot, the previous and subsequent lots did not reveal any abnormalities and testing confirmed that performance specifications were met. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported cannula detachment cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. The fact that this was a self-injection by a lay user in a needle exchange program may be a contributing factor. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).